Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty on an unknown date with unknown products. Subsequently, the patient was revised on (B)(6) 2006 due to unknown reasons. The humeral head and humeral stem were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to unknown reasons. All components were removed and a comprehensive reverse shoulder system was implanted.